Manufacturer narrative:
Philips response service engineer (rse) spoke to the customer. The engineer was unable to confirm the reported issue. The engineer was able to confirm the product was functioning as intended. The engineer stated that the red and yellow alarms sounded ok when checked with the customer. The engineer also stated after speaking with the customer that they noticed that the desaturation alarm only started to sound for a few seconds (4 to 5sec) before suddenly going off without having to press "alarm pause" or "silence". During this time, the patient's spo2 was already well below the desaturation limit. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.

Event description:
The customer reported a no desaturation alarm. The device was reported to be in use on a patient. As a result of the device not alarming the patient got into difficulty and the patient needed resuscitation.

Event description:
The customer reported a no desaturation alarm. The device was reported to be in use on a patient. As a result of the device not alarming the patient got into difficulty and the patient needed resuscitation.